Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the door not fully latched messages which were reproduced during eval. They were caused by a dislodged upper door hook switch. The upper hook was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message during biomed testing. It was also reported there was no pt involvement.